Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting no disposable, pump won't run alarms, when a smiths medical, cadd medication cassettes was attached. Per reporter the alarm occurred during infusion, no air bubbles were observed, and more than 6% was left in the cassette. The reporter also indicated the alarm occurred the night before and a small chemo spill occurred when they removed the cassette. Per reporter the pump was replaced by the clinic. No adverse patient effects were reported. Per reporter, no additional information is available at this time.